Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Olympus (beijing) sales & service co., ltd.(ocsm) obtained the actual product and found the following. Peeling off the coating on the insertion section. Perforation / leakage of bending section. Perforation / leakage of insertion tube. Leakage from channel. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. Physical stress or chemical stress. Poor storage environment (under direct sunlight, high temperature, high humidity, environment exposed to x-rays / ultraviolet rays, etc.), aging deterioration.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off during the incoming inspection of the subject device for the repair at olympus china. There was no report of patient injury associated with this event.